Event description:
It was reported that the pre-use check failed. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The air gas module was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).